Event description:
It was reported that device was found to be in back up vvi mode was transmitted via merlin.net . Patient was asymptomatic. The patient was brought into the clinic and device download was performed successfully. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.